Event description:
The customer reported that the collimator would not open and the sys was unusable. No pt injury reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.